Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a risk management review could not be conducted. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. B5 was corrected.

Event description:
It was reported that during an anterior cruciate and meniscal allograft transfer case, four (4) fast-fix 360 had an unspecified failure. The procedure was completed using a competitor device. There was a surgical delay greater than 30 minutes. No further complications were reported.

Event description:
It was reported that during an anterior cruciate and meniscal allograft transfer case, five (5) fast-fix 360 had an unspecified failure. The procedure was completed using a competitor device. There was a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The following are the lot numbers reported: 2136019 (4), 2138308 (1). However, all 5 devices failed, which contributed to the delay in the case. D4, exp. Date: expiration dates for each of the 2 lots reported: 02-nov-2026 (2136019), 18-nov-2026 (2138308). H4, mgf. Date: manufacturing dates for each of the -x quantity-lots reported: 02-nov-2023 (2136019), 18-nov-2023 (2138308).